Manufacturer narrative:
The field service engineer determined that a probe unit was misadjusted. The unit was adjusted correctly. The system was checked. The investigation determined the service actions resolved the issue. (B)(6). This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t hs assay on a cobas 6000 e 601 module. An incorrect result from the sample was reported outside of the laboratory. The sample initially resulted with a troponin t value of 19.00000 ng/l and repeated as 8.00000 ng/l. The 8.00000 ng/l value was confirmed upon remeasurement. The troponin t reagent lot number was 43677901. The reagent expiration date was requested, but not provided.